Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Customer was disconnected during prime. The customer stated the insulin pump might have been bumped when carrying some heavy things. The drive support cap is recessed. Blood glucose value was 102 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. No compromised force sensor system alarm occurred during testing. Device was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner and missing end cap sticker.